Event description:
It was reported by the customer that in bd pyxis¿ es server all stations were on critical override and was unable to login to server. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sql agent had been disabled by the db server. A technical support specialist performed a shrink of the logs, made new backups of ds server reports and online transaction processing, and completed new reindexes. The customer confirmed that everything was communicating, and reports were working. The system functioned as intended after the technical support specialist troubleshot the device.